Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a downstream occlusion sensor. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) sensor was still not working. Device did not recognize the cassette. Tried multiple cassettes, got the same result. There was no patient involvement.